Manufacturer narrative:
According to the additional information received on feb 14, 2021, the actual product involved in the reported event is durom acetabular component (item# 0100214052; lot# 24074010). Hence this device will be moved to the associated device and this repot will be voided(0009613350 -2021 -00058). Request you to void the report from your side. Going forward reported event will be covered in report: 0009613350-2021-00107 (durom acetabular component).

Event description:
Patient was implanted on an left side and underwent revision surgery due to metallosis. An important metallosis with serous spill was observed during revision surgery. After removal of head they checked the cup and stem for stability and correct position, then stem and acetabular cup were retained.

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to metallosis. The stem and acetabular cup were retained.